Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a button error alarm. Customer's blood glucose value was unknown. Customer was unable to clear the alarm. Insulin pump will not be returned for analysis.